Event description:
Over the weekend, we started to use a bed-wetting alarm which has developed a defect. Batteries are installed and then when son sleeps he complains of heat from the alarm. Changed batteries and let it sit nothing happens, but when the sensor is attached, alarm gets hot. Doesn¿t appear to be normal operation as the heat from the alarm is a lot when he is sleeping. I have let it sit on the table stand and it keeps getting hot and dangerous to touch. I can¿t expect my son to be sleeping with such a product at night. If left unchecked, it may hurt him by burning his skin.